Manufacturer narrative:
Evaluation of another device confirms reported complaint. Investigation into the issue is ongoing.

Manufacturer narrative:
Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).

Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. During the procedure, the surgical tech attempted to thread the regenerex post to the hybrid glenoid base; however, it stopped approximately 1mm from seating. The surgeon attempted to use and noted it would not seat as intended. Another implant was opened and used to finish the procedure.